Event description:
The customer alleged the 840 ventilator stopped cycling while on a pt. The pt was not harmed or injured as a result of the malfunction. The nellcor puritan bennett customer support engineer (cse) inspected the device and replaced the analog interface pcb. The unit passed extended self testing.